Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. D4 batch #: a9ef2l. This is an analysis of a set of images submitted for evaluation. The image provided by the customer shows a har distal jaw with the blade tip broken. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9ef2l and no non-conformances were identified.

Event description:
It was reported that during a hysterectomy the tip broke during first use. A difference device was used. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2025. B3: event year only reported: 2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? Additional information was obtained: the description of the incident stated by the surgery room nurse. It says, during laparoscopic hysterectomy on (B)(6) 2024, the device's tip was broken within the 5 mins of usage on peryton. The device wasn't forced. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. Additional information was requested and the following was obtained: were there any patient consequences? Unknown.